Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected, no defects noted. The valve was hydrated. After 24 hours in the bain marie at 37° the valve is still at setting 6. The valve passed the testing for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Manufacturer narrative:
Certas valve (ID 828801) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to ¿rc tooth drops and stays on top of lc divider post after adjustment due to interference from 360 stop.¿ and potential effects of failure include ¿'pressure setting susceptible to unintended changes due to external forces (i.e., magnetic or impact force)¿. As the device was not returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a certas valve (ID 828801) was implanted in a 77-year-old patient on (B)(6) 2022, to treat hydrocephalus. On (B)(6) 2023, the patient sought care for symptoms of headache and difficulty walking, therefore, the valve was reprogrammed to setting 4. On (B)(6) 2023, it was found the valve changed to setting 6 and the patient had lowered consciousness and fell into a coma. The valve was replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.